Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a shorted heater element. The defective part was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a heater-cooler system is tripping the fuse during setup. There was no patient involvement.